Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer service states the left and right brake are no longer engaging with the wheel.